Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring and must wear diapers due to lack of control over bowels; has bloody urine, skin rashes, anxiety and depression. The patient underwent mesh revision/removal in 2006 and 2007. A hysterectomy was performed in (B)(6) 2008 intended to remove mesh from uterus, but ultimately involved tumor removal. An explants, hysterectomy, and colon repair occurred on (B)(6) 2010. Mesh explant was performed on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, dysuria, rectocele, urinary retention, interstitial cystitis, urinary incontinence, frequency, and urgency. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently cystoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent bso, enterolysis, trachelectomy and excision of mesh on (B)(6) 2010 due to pelvic pain and dyspareunia. It was reported that the patient underwent perineal revision on (B)(6) 2013 due to pelvic pain, dyspareunia, wound dehiscence and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07407. The same patient is represented in each medwatch.